Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were unexplained pump reboots observed in the black box history. The battery compartment was cracked. The battery cap was not returned with the pump, so a test cap was use and able to attach to the pump with no issues. Unrelated to the original complaint, the display screen had a visible crack. The pump cover was removed and the display was confirmed to be cracked. Further testing could not be completed due to the cracked display.